Event description:
While performing an onsite evaluation of the device, it was noted by an authorized field service engineer (fse) that the red wire on the therapy connector broke during disassembly. There was no patient involvement.